Event description:
The customer reported they had a speaker malfunction error. It is unknown if the monitor was in clinical use at the time the issue was discovered, however, there was no allegation of an adverse event or any patient or user harm.